Event description:
It was reported that there was moisture on the filter of the tubing of a pump infusing the medication. A nurse discovered instead that there was a crack in the filter and drug noted on a tissue after the area was wiped. A new bag of drug was made and new tubing was used to administer the dose. The medication runs twenty-four hours. No harm noted to the patient. Blood cultures were drawn as a precaution.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Model number, lot number), operator of device are unknown. No information has been provided to date.